Event description:
Customer stated "will not defrost". Reference repair order: 91891. Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. This unit was manufactured in 2003. Service & repair confirmed the complaint. The unit was not functional due to overt damage to the inlet/exhaust line. This stainless steel tubing was bent and cracked. This kind of damage is from an external force being applied to the extended and exposed tubing beyond the threads where the tips are secured in place. The root cause for this complaint condition is end user handling error. It is highly likely the unit was inadvertently damaged by the customer. Correction and/or corrective action: the unit was repaired at a charge and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "will not defrost". Reference repair order: 91891. (B)(4).